Manufacturer narrative:
Report confirmed. Evaluation determined that the foot was broken off. The likely cause of failure could not be determined. It was also noted that the bearings were corroded, the retainer ring and o-ring were worn, the color band was discolored and laser markings were faded. There is no evidence that any other failures during analysis were found that may have contributed to this event. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged.  Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of not working properly. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to broken foot.